Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Critical ill patient.

Event description:
It was reported that roller clamp on the blood tubing did not activate when the clamp was in the closed position. The rn noted that the ns was dripping even though the clamp was activated and platelets were infusing at an unspecified rate. The rn stated that the critical ill patient was unable to tolerate the extra fluid and received an unspecified amount of normal saline.